Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It ws reported the nurse noted a loss of capture on the heart monitor three days post-implant. Interrogation of the device revealed capture management had increase ventricular output to 5v. Threshold was tested and found to be at 3.75v. The device output was reprogrammed to 7.5v until the patient's lead could be repositioned. Information was subsequently received reporting the lead was repositioned three days later, with resolution of the issue. No patient complications were reported as a result of this event.